Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 253 pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. About 12-14 hours after, the patient claimed he felt symptoms of ¿high sugar.¿ specific symptoms were not provided. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient was advised the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.